Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) has completed their investigation. Fa found the primary failure of broken conductor wire to be related to the customer reported complaint. The instrument was found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. No signs of insulation damage or thermal damage were observed. Root cause of this failure is attributed to device design. A review of the instrument log of the permanent cautery hook (part # 420183-12/ lot # n1170201-285) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2020 on system (B)(4). The alleged event occurred on the 9th use of the instrument. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event were available for review. Based on the information provided at this time, this complaint is being reported because the permanent cautery hook instrument had a broken conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a permanent cautery hook instrument was broken. Intuitive surgical, inc. (Isi) contacted the original reporter and obtained the following additional information about the complaint: she was not in the case so she only knows what the surgical team told her, which was "it was broken and it might be a cable or something else" but no other details were provided. She stated that if there is a fragment that falls inside the patient or if there is patient injury, the surgical team conveys that information to her. She was not informed of any fragments falling, or of any patient injury related to this event. Additionally, no patient-related information was available.